Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath via the left femoral artery. The iab was handed to the md and while advancing the iab into the sheath it became stuck. As a result, the iab and sheath were removed as one unit. Another iab was inserted without difficulties.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.